Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had lines across the lens affecting the image. The event was observed during reprocessing of the device. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: the image was not displayed due to damage on the micro-connector unit on the scope connector. Based on the results of the investigation, it is likely the following led to the malfunction: electrical problem. Olympus will continue to monitor field performance for this device.